Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 6.9 mmol/l. The customer stated that she was not confident with the current sensor and requested a replacement to be sent. Nothing further reported.